Event description:
Same case as 2134265-2014-07824 and 2134265-2014-07823. It was reported that an automatic pullback failure occurred. The ilab ultrasound imaging system was used in conjunction with a bsc coronary imaging catheter to visualized the unspecified lesion. However, during preparation automatic pullback failed. They had tried many times to fix the motor drive unit on the sled but automatic pullback didn't start after pullback record was activated. Intravascular ultrasound was performed with manual pullback. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).